Event description:
It was reported the patient's ipg had become superficial due to weight loss. As such, the patient underwent surgical intervention on (B)(6) 2019, where the ipg was explanted and replaced with a smaller model.